Manufacturer narrative:
Field service engineer (fse) found that there was a problem with the sample probe and replaced it, and adjusted rinse levels. The fse performed a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that their qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 (tp2) and hdlc4 hdl-cholesterol plus 4th generation (hdlc4) for 1 patient plasma sample on a cobas pro sbl c 503 module. This medwatch will cover tp2. Refer to medwatch with a1 patient identifier (B)(6) (sample 2) for information on the hdlc4 results. The initial tp2 result was 1.1 g/dl. The customer questioned the low result and repeated the sample. The repeat tp2 result was 26.6 g/dl. The repeat result was deemed correct.